Event description:
The customer reported to olympus, the distal end of the high frequency-resection electrode, loop broke and melted. The issue was found during a therapeutic, electrosurgical resection of uterine fibroids procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
D1: hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, sterile, single use, 12 pcs., for turis. E1: (B)(6). The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not, due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely, the cause is related to wear and tear. Olympus will continue to monitor field performance for this device.